Event description:
According to the reporter, during an open right hemicolectomy, when creating an anastomosis, the stapler did not fire. New stapler and loading unit were used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.